Event description:
Problem with a break/hole in the catheter. The hole is quite close to the skin, it was 0.5 cm under the skin from the insertion site. They could shorten the PICC so they didn't have to take it out totally.

Manufacturer narrative:
The compliant of a hole in the catheter was confirmed, but the cause remains unk. The product returned for evaluation was a 4fr s/l groshong nxt clearvue. Sticky residue was seen throughout the two-piece connector. Several kinks were observed in the catheter tubing. A catheter leak at the 39cm depth marking was observed when flushed. The hole in the catheter coincided with one of the catheter kinks. Microscopic examination of the hole revealed surface damage immediately surrounding the hole. The fracture surface was rough and granular. The cause of the kinking and catheter hole was not known, but it is likely related to a user technique issue. A lot history review (lhr) of revk0610 showed three other similar product complaint(s) from this lot number. ((B)(4)).